Event description:
It was reported that the cartridge was damaged, and the issue was experienced once by the caller. The caller's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. The customer successfully changed the cartridge and resumed insulin therapy.